Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. The reported event was confirmed via analysis of the batteries which revealed that all three batteries had a max error value that was out of range. This indicates an out of calibration condition. In addition to this, (B)(4) had two disabling flags enabled (cup and puv) as a result of an unsoldered point on cell pair #3. Once corrected, the unit passed all functional and visual testing with no problems. The confirmed malfunction is related to the reported event. The probable root cause of the reported event can be attributed to batteries out of calibration and a battery with a defective internal weld. An internal investigation has been opened to evaluate the issue discovered on (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . This is one of three reports (3007042319-2016-01158, 3007042319-2016-01159 and 3007042319-2016-01160) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a (B)(6) site that the status light at the battery-charger has shown flashing "red" when these batteries were connected. This error was reproducible on another battery charger. It also was reported that the charge on these battery lasted less than 1 hour. The batteries were replaced. There was no effect on the patient. No further information is available. The investigation is in process.